Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm. This occurred on the homechoice (hc) while the patient was connected during dwell. During troubleshooting it was noted that the patient had initiated therapy prior to connecting themselves to the patient line. The patient would disconnect themselves and complete therapy using manual supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm due to a use error further described as therapy was initiated prior to the patient being connected to the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.